Event description:
The customer reported that a patient presented with a hematoma following eswl treatment on (B)(6) 2021. Patient was admitted to the hospital on (B)(6) 2021 and discharged in stable condition on (B)(6) 2021.

Manufacturer narrative:
61 year old male treated on (B)(6) 2021 for 2 5mm bilateral lower pole stones, received 3000 total shocks at protocol ramp up of energy and delivery. Stones did not respond to treatment and patient refuses to reschedule for additional treatment. No medication or homeopathic health aids reported to be taken prior to treatment. Patient was diagnosed with right side hematoma, left side was fine. Patient was admitted to the hospital on (B)(6) 2021 and was discharged on (B)(6) 2021. No report of treatment during hospital admission. Patient did not receive transfusion. Patient reported as stable by treating physician, (B)(6). Physician reported no issues with the equipment at the time of treatment. Device was evaluated and there were no issues found, the device meets manufacturers specifications.